Event description:
The reported gopump kit includes a fenestrated catheter for delivery of anesthetic into a pt. During removal of the catheter from the pt, it broke. Surgical intervention was required to retrieve the severed portion of the catheter.

Manufacturer narrative:
The conditions of the catheter and its anatomical environment within the pt at the time of failure cannot be known with certainty. Unusual structural impediments to catheter removal may create resistance to catheter withdrawal. In this circumstance, it was reported that an implant was situated above the catheter, and may have provided unusual resistance to withdrawal. The application of excessive force in response to withdrawal resistance may cause the catheter to stretch and break. Only catheter breakage during withdrawal, and not stretching, is reported to symbios medical products. Therefore, whether or not stretching is observed during "normal" catheter removal is not known.